Event description:
It was reported that a dexcom g7 sensor remained paired to the dexcom app and receiver but failed to pair with the ilet, resulting in intermittent communication failure between the cgm and the pump; troubleshooting included bluetooth checks, cgm setting toggles between g6 and g7, re-entry of the pairing code, and a firmware update, but the ilet continued to show pairing failed, indicating a pairing issue isolated to the ilet interface with the g7 and implicating electrical and magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure and potentially involving the antenna as a contributing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.